Event description:
The customer reported machine fluid removal was not accurate. At the end of treatment pt suffered low blood pressure. However, no pt intervention was reported. Pt was discharged stable.